Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was a slight lead migration following a fall. The rep said the patient fell the day after a total knee replacement surgery. The patient didn¿t pay much attention to the stimulator while they were rehabilitating their knee, but reported less pain relief at the follow up appointment on the day of the report than they have had in past appointments. The leads were examined underfluoroscopy. The rep said the patient was reprogrammed as the leads were still in good position for the patient's pain. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.